Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for chronic intractable pain. It was reported that there was a high impedance on electrode number six. There were no particular environment, external, or patient factors that may have caused the event. The lead impedance was to be measured again during implantable neurostimulator (ins) implantation on (B)(6) 2024. On (B)(6) 2024, the impedance measurement result for the lead and adapter remained the same. When the impedance was measured with the lead along, a normal value was measured with the first measurement, but high impedance was measured on the same electrode the second time. At the doctor's discretion, the lead was not replaced because the electrode did not affect the treatment so the lead was implanted when the extension was extracted and ins implanted. The high impedance was not resolved, but since it was not used in treatment there was currently no problem. The cause of the high impedance was not determined. No symptoms were reported, and there was no health damage.